Event description:
Caller reported a cgm error 42 related to their sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with complete pump reset instructions and guided them through the reset process, effectively resolving the issue, as the pump did not display the error again. Additionally, the caller successfully started their sensor session afterward.